Manufacturer narrative:
Date sent to FDA: 06/25/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a recurrent incarcerated hernia repair surgery with extensive adenolysis and a partial "omectomy" on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4)-surgical intervention. Device codes: (B)(4) - hernia recurrence occurred. It was reported that following insertion the patient experienced pain and discomfort in and around the abdominal region. It was reported that patient underwent mesh excision on (B)(6)/2012 by dr. (B)(6) at (B)(6) due to recurrent incarcerated ventral hernia.